Manufacturer narrative:
The reagent lot number is 756447. The expiration date was not provided. The field service representative performed checks and tests, replaced the probe, and cleaned the flowpath. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable lithium (li) results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.32 mmol/l. The repeated result was 0.357 mmol/l with a data flag. The questionable result was reported outside the laboratory. The sample was repeated as the initial result was questioned by medical personnel.